Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter stated that a 087-4a320001 call service alarm had occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/15/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: multiple call service alarms were observed in the black box. The pump powered on with a call service alarm which prohibited further testing. The flash chip was replaced and the pump powered up to the verify screen with no further alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.